Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the representative was able to run through software and download a patient scan and exit the application and enter the ent application without any issue. Site representative was walked through the process. The reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system became unresponsive while exiting dicom q/r after pulling a scan. Reboot displayed no signal and further reboots were unable to resolve. Site unplugged the network cable and restarted then the application was launched and the exam was present when entered into ent. Site noted that the hard drive was at 9% capacity. There was no patient present when this issue was observed.